Event description:
It was reported that the customer was hospitalized due to low blood glucose of 50mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The daughter stated that she found her mother unconscious in the kitchen. She woke her up and her low blood glucose was low. The caller gave her juice and oatmeal, but her glucose level continued being low and the paramedics were called. The caller stated that they believe the insulin pump over delivered insulin. Reviewed the programming, and the reservoir was showing more insulin that what was showing on the status screen. The daughter did not feel comfortable and requested a replacement. During the call, it was mentioned that the customer is reusing the supplies as she is out of supplies. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a cracked display window corner. The drive support disk was inspected and no anomaly was noted.